Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, episodes of inappropriate auto mode switching were observed. Review of the transmission revealed possible oversensing of far r-waves on the atrial channel. There was also a sharp decrease in atrial amplitude on the trend. The ra lead impedance was also low. Atrial lead dislodgement was suspected. Further lead testing was recommended. Patient management will be discussed with the physician.